Event description:
It was reported that the user encountered an ¿unable to proceed¿ message during a supply change, which was resolved after removing all supplies, performing a dry run, and completing a full supply change with new supplies, after which delivery resumed; the user utilizes a teflon 23" 6mm infusion set, and the event aligns with a delivery failure associated with an internal circuit board component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a delivery failure and signal loss consistent with a component issue localized to the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.